Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the dislocation a total hip replacement with a constrained liner. I can confirm that this event took place since I was able to see an xray with the hip dislocated. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of dislocation of a constrained implant is multifactorial including surgical technique factors, patient activity factors, and less likely implant factors. -product history review: review of the device history records indicate 10 devices were manufactured and accepted into final stock on 13 jan 2021 with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the dislocation a total hip replacement with a constrained liner. I can confirm that this event took place since I was able to see an xray with the hip dislocated. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of dislocation of a constrained implant is multifactorial including surgical technique factors, patient activity factors, and less likely implant factors. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
After the surgery trident constrained acetabular liner got failed. The patient has not operated again yet, after the operation, it will be handover to the dealer.

Event description:
After the surgery trident constrained acetabular liner got failed. The patient has not operated again yet, after the operation, it will be handover to the dealer.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.